Event description:
It was reported that on the electrogram (egm) of the subcutaneous implantable cardioverter defibrillator (s-ICD) the health care professional (hcp) saw 0.2 hours of atrial fibrillation (af) but did not see any recorded episodes on the s-ICD. Technical services (ts) was contacted, and ts informed that twelve minutes of af had occurred, but six more of what was seen was needed to store an episode. Ts also noted intermittent r-wave undersensing post premature ventricular contraction (pvc) in one episode. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that on the electrogram (egm) of the subcutaneous implantable cardioverter defibrillator (s-ICD) the health care professional (hcp) saw 0.2 hours of atrial fibrillation (af) but did not see any recorded episodes on the s-ICD. Technical services (ts) was contacted, and ts informed that twelve minutes of af had occurred, but six more of what was seen was needed to store an episode. Ts also noted intermittent r-wave undersensing post premature ventricular contraction (pvc) in one episode. The s-ICD system remains in service. No adverse patient effects were reported.